Event description:
No additional information received from customer

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: sampling date: 07-oct-2025 sampling from: 4-channels cfu: >150 cfu/endoscope bacterial identification: pseudomonas aeruginosa the device was returned to olympus for inspection and the reported failure found during investigation was confirmed. The device was evaluated where an additional potential adverse event was confirmed where: there were white foreign material in the air/water cylinder (tube), in the air /water tube and in the jet tube. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material could not be identified; however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. According to the investigation, the device was culture tested positive by the customer; however, the device was tested negative by olympus, therefore the user request is not confirmed. Based on the provided data, there could potentially be a correlation between the device status and cause of contamination. In general, device damages (i.e., scratches) could be a source of microorganisms, particularly when combined with poor reprocessing, which may be evident by the finding of foreign materials in the channels. Based on customer's culture report, water quality and drying should be audited. After reprocessing by olympus, the hmi results were within the acceptance criteria. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device was positive for hygiene microbiological investigation (hmi), during service/maintenance. There were no reports of patient involvement.